Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and run calibration, vacuum pressure was low. Fse replaced scroll compressor (d119-00-0236), muffer npt (d103-00-0631) and muffer micron (d103-00-0499). Performed functional check, safety test, preventive maintenance, and calibration. Returned unit to clinical service.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced an autofill failure. No harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.